Event description:
The left front wheel popped off of the transport chair, and the end-user fell sideways. There is also a screw on the back of the chair that is not centered properly. The end-user went to the emergency room, and they did x-rays, and is okay, but she is bruised.